Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. Eeprom content verification did not identify any issues. During evaluation the sensor passed visual inspection. The sensor failed the continuity testing due to an open red in the emitter assembly. When the sensor was connected to a masimo monitoring device, the device was unable to produce an error message and the sensor led was unable to illuminate.

Event description:
The customer reported: "the sensors stop working after 3 to 12 hours. Much shorter compared to lnop-sensors they've used before. Loss of signal. After checking monitor, extension cable and adapter the sensor is replaced and everything works fine." No patient impact or consequences were reported.